Event description:
Reportedly, fired the device. There was no problem during the firing, and the tissue specimens were completed, then the operation was finished. But, confirmed the leakage for the anastomosed area on the following day. Re-operation was performed and the leakage was treated with another ceea 25 device. Procedure: unk.